Event description:
The customer reported that intermittently when fluoroing, the system would display a communication fail error message. This error message will likely result in a system lock-up or shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dc power supply and fluoro functions board were reseated. The system was then found to be operating as intended.